Manufacturer narrative:
This initial emdr report is being submitted to FDA for like products reporting. Regarding section h6 of this report, the manufacturer's codes for: method; results; and, conclusion are pending completion of the manufacturer's product/complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA, which will include the manufacturer's codes for: method; results; and, conclusion.

Event description:
Trailing haptic extended after loading, surgeon informed and checked lens, surgeon inserted lens but trailing haptic snapped. So it was removed and new lens inserted. New lens was implanted without any complication. Patient impact: only lengthening of procedure.

Manufacturer narrative:
This follow-up report #1 is being filed for like products reporting - to submit corrected and additional information not available/included in the initial report. Additional information: device evaluation and risk analysis results. The device was returned to the manufacturer. The product complaint investigation was conducted, and the results are noted below: the lens was ejected out from the injector tip and was not returned. The slider and the rod could advance fully. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. From our investigation, we believe this issue is not product related. Risk analysis conducted on the product line and failure codes, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation.

Event description:
Trailing haptic extended after loading, surgeon informed and checked lens, surgeon inserted lens but trailing haptic snapped. So it was removed and new lens inserted. New lens was implanted without any complication. Patient impact: only lengthening of procedure.